Manufacturer narrative:
.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, externalized conductors were observed. No electrical anomalies were detected. Lead was capped and replaced. Patient was fine after event.